Event description:
The facility's nurse reported to baxter (B)(4) that a catheter extension set had back spring when the injection site was connected to a becton dickerson threaded cannula. This occurred during set-up. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A batch review could not be completed as the lot number was not provided by the customer. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was available for evaluation. A visual inspection revealed no abnormalities. A thread interface function test was conducted with a becton dickerson thread lock cannula revealing no abnormalities. An underwater pressure test at 8psi was also conducted revealing no abnormalities. The reported condition was not confirmed. The root cause of the reported condition was undetermined.